Event description:
It was reported that the bd pegasus pnk 20ga x 1.16in prn-cap y experienced a missing diaphragm. The following information was provided by the initial reporter, translated from chinese to english: according to neurology 5, when the package was opened, there was no prn.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-sep-2022. H6: investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1201361. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A photograph was provided of a pegasus unit missing a prn adapter. Our engineers have reviewed the manufacturing process and believe that the root cause for this event is most likely related to the manually assembly line. During assembly it is possible for the assembly personnel to miss the component. To prevent future occurrences of this event or engineers have been retained on the appropriate assembly procedure.

Event description:
It was reported that the bd pegasus pnk 20ga x 1.16in prn-cap y experienced a missing diaphragm. The following information was provided by the initial reporter, translated from chinese to english: according to neurology 5, when the package was opened, there was no prn.